Event description:
Rep reported this was called into tech services who determined patient recharger paddle was defective and needed a new recharge paddle. Patient was sent a new recharge paddle overnight. Issue has now resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient said ¿every time I breathe I lose the connection." Has not been able to charge since (B)(6) 2024. There was difficulty/inability to recharge. The patient had always had difficulties charging their implanted device since first being implanted. Caller stated they could feel all the edges of the patients implant in the patients back and could get the donut right over it, but it would take 3-4 tries to get a good connection and if the patient moved a little bit, it would disrupt the connection and they would have to start all over again. Caller stated the patient had lost weight, but the issues happened before the patient lost weight. Caller stated they were the only ones who could get the implant to charge. Caller said the patients spouse and other daughter tried, but they could not get it to charge, and it took 30 minutes to an hour to get up and charging. Caller mentioned that the patient had to sit there and not move for as long as it took to charge. The issue is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.